Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, full height cubie drawer 6 requires maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 6, which failed to open. A field service engineer found latch magnet had fallen out and replaced latch inseparable, reassembled components, and reinstalled drawer. The fse reconnected pyxibus cable and restarted station. The fse worked around customer the accessing medication during troubleshooting and able to be logged into the station and recovered the storage. The system functioned as intended after the field service engineer repaired the device.